Event description:
The manufacturer became aware of a ds2adv auto CPAP device was contacted in reference to a thermal product malfunction. The manufacturer received information alleging pca burn. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's repair, the technician noticed pca burn. Should additional relevant information become available, a follow-up report will be submitted.